Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and two months later, computed tomography (CT) revealed that the superior extent of inferior vena cava filter was at mid vertebral body and inferior extent at mid vertebral body. Five prongs had perforated the inferior vena cava. Maximum perforation of prongs was approximately 15 mm. A single prong extended anteriorly. A prong of maximum distance extended anteriorly. Coronal images showed 0-degree tilt. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with hypercoagulable state. Approximately five years and two months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous nor oral contrast showed that the prongs had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.